Event description:
Customer reported patient specimen had a negative antibody screen when tested with panoscreen, lot 23006. The patient was transfused and had a transfusion reaction. A post-transfusion specimen was tested with panoscreen lot 25036 and was positive; anti-k identified. The original pre-transfusion specimen was retested with lots 23006 and 25036; lot 23006 was negative and lot 25036 was positive.

Manufacturer narrative:
The presence of the c, m, k and jkb antigens for panoscreen, lot 23006, were verified through lot release records. The product had expired prior to receiving the complaint; the customer did used the product within its dating period. Customer did not return samples or products for investigation testing. The limitations section of the panocell package insert states: "the reactivity of reagent red blood cells may diminish over the dating period. The rate at which antigen reactivity (ie, agglutinability) is lost is partially dependent upon the individual donor characteristics that are neither controlled nor predicted by the manufacturer."